Event description:
After a radiofrequency ablation done at (B)(6) clinic in (B)(6) by dr. (B)(6) to my right lower lumbar area, I immediately had a loss of strength and difficulty standing from left leg weakness which lasted for about 4 hours and then resolved; it involved an emergency room visit to (B)(6) hospital east and overnight hospital stay to rule out a stroke. Also, as the ablation was being performed, I noted decreased ability to hear from the right ear accompanied by balance difficulties, this persisted to the present, (B)(6) 2017 and was diagnosed by ent specialist dr. (B)(6) of (B)(6) as due to otoliths which became loose and are no longer where they were in the past. I note the operating note of dr. (B)(6) reports no complications, which surprised me. (B)(6).